Event description:
Baxter venezuela reported "the sponge is dry" inside the minicaps. Per affiliate, the patient opened the pouch and noted the sponge to be dry before use. Per affilate, no patient injury or medical intervention was associated with these incidents.